Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged and both o rings have fallen off. Customer's blood glucose was 132mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received unable to perform displacement test and occlusion test due to missing retainer. The insulin pump had scratched case, pillowing keypad overlay, minor scratched lcd window and missing the reservoir tube o-ring.